Manufacturer narrative:
The pump was received with an alarm after the battery installation due to a leaking voltage. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and self tests. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose level at the time of the incident was 595 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.